Event description:
As reported by a field clinical specialist (fcs), during first phase of alignment of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the left ventricle (lv) wire position was lost and re-crossing the native valve was unsuccessful. It was decided to remove the system and re-cross with a straight wire and catheter. Upon attempting to remove the valve and delivery system, the valve began to flair the proximal end of the valve on the tip of the sheath. The procedure was stopped and a cutdown of the right femoral artery was performed to remove the valve surgically. The procedure continued using left femoral artery and valve was successfully implanted without event.

Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: tortuous iliac vessels. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint was unable to be confirmed. Investigation results suggest/indicate patient (tortuosity) and procedural factors (non-coaxial withdrawal) may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.